Event description:
In preparing for stereotactic breast biopsy, qc was performed prior to the procedure. The holster was attached to control device and would not initialize. Mammotome device serial number (B)(4) mammotome control device serial number (B)(4).